Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.0, lab: 2.2. Lab tests were drawn immediately after finger stick tests. Pt was started on an antibiotic after meter test, and may have been on one in the hospital also.

Manufacturer narrative:
Investigation pending.